Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the device failed accuracy testing was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device failed accuracy testing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.